Manufacturer narrative:
Visual inspection, functional testing, and dimensional analysis were performed on the returned device. The reported deformation due to compressive stress was confirmed. The reported difficulty to advance and difficulty to remove were not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: section d suspect medical device updated from brand name: xience pros everolimus eluting coronary stent system; model/catalog: unk xience pros; lot: unknown; primary UDI number: unknown to: brand name: xience sierra¿; model/catalog:1500225-28; lot: 4071741; primary UDI number: (B)(4).

Event description:
It was reported the procedure was to treat a non-tortuous lesion in the circumflex. The 2.25x28mm rx xience pro s stent delivery system (sds) was advanced however met resistance with the 6fr guiding catheter and the shaft kinked. The sds was stuck within the guiding catheter therefore the devices were removed together. The procedure was completed with a non-abbott device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported the procedure was to treat a non-tortuous lesion in the circumflex. The 2.25x28mm rx xience pro s stent delivery system (sds) was advanced however met resistance with the 6fr guiding catheter and the shaft kinked. The sds was stuck within the guiding catheter therefore the devices were removed together. The procedure was completed with a non-abbott device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.